Event description:
Customer complaint states "the cuff didn't inflate during inflation test before use. Therefore, a new unit was used instead." No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "non inflation during test" was confirmed based upon the sample received. The returned et tube was found to have a hole in the inflation line near the murphy eye at the distal end of the tube, which prevented it from inflating. The root cause of this complaint issue is related to an error in the manufacturing process. The murphy eye was not applied to the correct position during the manufacturing process, which caused a hole in the inflation line. A CAPA is open and is currently in progress to implement corrective actions to address this issue.

Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. The device sample is needed for a proper and thorough investigation. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint states "the cuff didn't inflate during inflation test before use. Therefore, a new unit was used instead." No patient involvement was reported.

Event description:
Customer complaint states "the cuff didn't inflate during inflation test before use. Therefore, a new unit was used instead." No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4). Correction to a non-conformance has been opened to further investigate, not a CAPA as previously stated.